Manufacturer narrative:
Concomitant product(s): a2dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent right atrial (ra) lead undersensing noted on stored electrograms during atrial tachycardia / atrial fibrillation (af) which was causing the patient's device to not remain mode switched during atrial tachycardia / atrial fibrillation (af). The lead remains in use. No patient complications have been reported as a result of this event.